Manufacturer narrative:
Additional information was received via the hospital ventricular assist device (vad) coordinator that the patient's care had been transferred from the implanting site to another site to be near family. The patient was at a long term acute care center when they were unable to dialyze him and he started having low flow alarms, which is why he was admitted to the hospital. They were able to stabilize him by giving fluids, against continuous venovenous hemodialysis (cvvhd), and restarting partial dialysis. By the second day in the hospital, the original low flow alarms stopped. The site noted that controller was not covered by blanket or pillow. Other ambient noise included heart monitor, CPAP machine and tube feeding pump. The vad coordinators were not initially present. The nurses said they couldn't hear alarm until they reached doorway and controller was not covered. The vad coordinators could not confirm this as they were not present. Additionally it was reported that this patient was very sick, he had a congenital single ventricle, not a lot of vascular tone, and was a quadriplegic from what they think was a brain stem infarct in the past, prior to vad implant. The vad coordinator felt the pump was working appropriately. In the days before the patient passed, he at some point went into respiratory failure which triggered the final low flow alarms. There was a prolonged resuscitation from which he never fully recovered. Family decided to withdraw care, and pump was turned off. The controller was returned to the manufacturer. With analysis, the controller passed visual and functional testing. System testing did not indicate any abnormal operation with the alarms audio. All alarms worked as expected. Loudness and pitch were comparable to known working controllers and were within the specification of 79 db to 100 db at 1 meter. Low alarm for missing battery was comparable to known working controllers; alarm gets louder after 5 minutes if not muted. 'Low sound' could not be confirmed or duplicated at the bench level. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-01827 and 3007042319-2015-01828) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures and the use of the device are associated with numerous risks including cardiac arrythmias and death as outlined in the instructions for use (IFU). The IFU also includes a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to poor vad filling. The instructions for use addresses setting of parameters for flow, power and watts. Guidelines for potential causes of alarms, assessment of the patient and device status along with related potential causes are outlined. Based on the available information the sequence of events and root cause pertaining to the cardiac arrest and low flow alarms cannot be determined. It is possible that clinical factors and patient comorbidities impacted the reported patient event. The controller has not been received by the manufacturer for analysis. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-01827 and 3007042319-2015-01828) submitted for devices related to the same event. Current device location is unknown.

Event description:
The ventricular assist device (vad) coordinator reported that the door to the patient's room was open and multiple nurses reported that they could not hear the low flow alarm until at the doorway. One nurse noted that the flow on the monitor was 1.8l and the patient arrested and was cyanotic when the nurses entered the room. The patient who had a tracheostomy was resuscitated and placed on the ventilator, epinepherine was administered x2, fluid resuscitation was given and the low flow alarm stopped. The patient expired (B)(6) 2015. It was reported that the controller would be returned for analysis and indicated that the pump is not being returned to the manufacturer. This is report 1 of 2.